Event description:
Ous MDR - three weeks post-implant, rv threshold increased dramatically, and the patient was hospitalized due to non-capture. The patient was brought into the cath lab, and the rv lead was disconnected from the pulse generator. It was then connected to and tested through the analyzer, with good results. However, when the device was reconnected to the pacemaker, non-capture was found once again, even at very high outputs. Therefore, this pacemaker was exchanged for another and returned for analysis.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. The pacemaker was interrogated and the pacemaker¿s memory content was analysed. The battery status was found to be "ok". No peculiarities were noted during the inspection. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behaviour. No intermittent or permanent loss of output was present. The header of the device was analysed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. In summary, the device is fully functional. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.